Event description:
It was reported by the patient that he was told on (B)(6) 2011 that his leads were connected incorrectly. He reported having a stinging pain from his throat to his left shoulder. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).